Event description:
After going on bypass, the perfusionist noticed bubbles coming out of the cardiotomy reservoir portion of a venous reservoir. The perfusionist requested a stand alone replacement cardiotomy reservoir. Before the reservoir could be replaced, it was reported that the arterial flow had dropped to .5 lpm. The perfusionist was unable to maintain adequate flow as a result of an insufficient venous return. The device was replaced and bypass was resumed. No adverse patient effect was reported.

Manufacturer narrative:
The custom perfusion pack, catalog number 067757001, is a pre-amendment device. A review of the manufacturing records indicate that the vvr 4000i was manufactured according to specifications. Visual inspection of the reservoir revealed that approximately 2/3 of the defoamer was wetted out with blood. There were several blood clots seen in the cardiotomy filter. However, the filter did not appear to be blocked or clotted off. Fluid was introduced into the cardiotomy ports and observed for breakthrough or hold up to assess performance degradation due to an occlusion or clots. The cardiotomy filter breakthrough volume was within normal range. The venous reservoir was subjected to a 6 lpm fluid flow test. There was no flow resistance, hold up or decrease in flow rate. Laboratory testing confirmed that the cardiotomy filter and venous reservoir defoamer performed within product specifications. The reported failure could not be duplicated.